Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Remedial action required, remedial action #, manufacturer narrative, annex a: a040502, a25. Annex g: g07001, g02017. Annex b: b01. Annex c: c0601, c0706. Annex d: d01, d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had pm update issue. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pm update issue. There was no patient involvement.